Event description:
(B) (4).

Event description:
It was reported that there was intermittent high impedance, either on the lead or the header port. The device was explanted and replaced and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing using an is-1 lead revealed no ventricular output when stress put on the lead. The ventricular output condition was the result of a misshapen ventricular mbc, multi beam connector, not making continuous contact with an is-1 lead.